Event description:
It was reported that the customer contacted intuitive technical support engineer (tse) to report reoccurring issue of error 32097 on universal surgical manipulator (usm1). No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1) due to error 32097. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm1 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 32097 points to maxis error occurred, reported by axes controller, motor (acm) in usm1.